Event description:
The customer was riding the stairlift and was at the tip of the stairs; when the seat started to fall backwards. The customer was able to grab the stairway railing and pull himself onto the top landing. Did not seek immediate medical attention.

Manufacturer narrative:
As of the date of this submission, replacement parts have been sent to a bruno dealer for installation. However there has been some delay. The dealer that is making the changeout is not the dealer that did the original installation. Once the unit is changed out, it will be sent to bruno for eval.